Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture, leak, obstruction issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 4.2fr broviac catheter experienced breakage in a patient during a procedure intended to resolve a catheter clog. The breakage is believed to have been caused by pressure load applied during the intervention. The clog was suspected to be due to white precipitate, as similar clogging had occurred previously, and white powder-like material was observed from the catheter during heparin-induced recanalization. Following the breakage, the catheter was cut at the vascular insertion site and replaced with a new catheter. The fracture was observed near the cuff, and the segment proximal to the breakage was successfully retrieved. Additionally subcutaneous leakage was noted. Additionally, embolism was noted.

Event description:
It was reported that a 4.2fr broviac catheter experienced breakage in a patient during a procedure intended to resolve a catheter clog. The breakage is believed to have been caused by pressure load applied during the intervention. The clog was suspected to be due to white precipitate, as similar clogging had occurred previously, and white powder-like material was observed from the catheter during heparin-induced recanalization. Following the breakage, the catheter was cut at the vascular insertion site and replaced with a new catheter. The fracture was observed near the cuff, and the segment proximal to the breakage was successfully retrieved. Additionally subcutaneous leakage was noted. Additionally, embolism was noted.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported burst, leak, obstruction issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a 4.2fr broviac catheter experienced breakage in a patient during a procedure intended to resolve a catheter clog. The breakage is believed to have been caused by pressure load applied during the intervention. The clog was suspected to be due to white precipitate, as similar clogging had occurred previously, and white powder-like material was observed from the catheter during heparin-induced recanalization. Following the breakage, the catheter was cut at the vascular insertion site and replaced with a new catheter. The fracture was observed near the cuff, and the segment proximal to the breakage was successfully retrieved. Additionally subcutaneous leakage was noted. Additionally, embolism was noted.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.